Event description:
It was reported that infusion set cannula became bent on (B)(6) 2026, resulting in occlusion that prevented insulin delivery consequently causing hyperglycemia. The issue was managed with self-administered insulin via manual injections.

Manufacturer narrative:
Name medtronic minimed entity ID sp000133 street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.